Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l3) for ovf on nov. 13, 2023. Vbs was performed. When injecting cement, the surgeon first injected with a 2 cc syringe, but changed to a 1 cc syringe and attempted to inject because it was too hard during injection. However, a little cement had leaked and hardened on the threaded part of the upper part of the cement needle in the set in question that connects to the syringe, and the syringe could not be connected. Instead, another cement needle was used and injected alternately on the left and right side to accommodate this. The surgery was completed successfully without any surgical delay. Patient status/ outcome: stable no further information is available. This report is for one (1) access kit 4.7 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: ja akita prefecture welfare agricultural cooperative federation akita welfare medical center e3: reporter is a j&j employee. H4, h6 product code: : 03.804.612s lot number : 23c10-1 release to warehouse date : 10.mar.2023 expiration date : 10.mar.2028 supplier: sfm medical devices gmbh manufacturing site: werk bettlach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.